Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not capturing. The patient was symptomatic and had an intrinsic rate in the thirties to forties. The device was programmed to max outputs and there was some intermittent capture. A chest x-ray confirmed the lead was in the same position from the implant procedure. A lead revision procedure was performed and the lead was successfully repositioned. Appropriate capture was obtained. The local filed representative indicated that it appeared that the lead was not in correct position since the initial implant procedure. No additional adverse patient effects were reported.